Event description:
"During operative laparoscopy, bubbling was noted on shaft 2" scissors (not at the site of the cautery). Item removed from trocar. Break in insulation noted. Instrument passed off. New laparoscopic shears opened. Burned site on bowel (15 mm in length) over-sewn with 3-0 vicryl. Small burn spot on the round ligament. Diagnosis or reason for use: endometrosis." From sales rep: "during procedure while surgeon was using endosheers, a bubbling was noted on the tissue along shaft. New endo shear opened. Surgeon oversewed bowel and and 3-0 vicryl - 15mm in length on the bowel and a small spot on round ligament. Third burn endo shear from applied medical this year."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.